Manufacturer narrative:
On (B)(6) 2016 during planned maintenance (pm) the medtronic representative found that the battery charger board was not fully functional. New charger board ordered. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, all areas passed. Replaced charger. Performed system check-out. System is fully functional. System performed as intended. Return requested. Replacement battery charger shipped to site. No parts have been received by manufacturer for analysis. On (B)(6) 2016 a medtronic representative, following-up at the site, reported one of the chargers on the board was not putting out any voltage (~0v) to charge the batteries. Normally the chargers put out~27v.

Event description:
A medtronic representative reported that while performing a planned maintenance (pm), the site's imaging system was found to have a bad charger board 2. No further details were provided. There was no patient present when this issue was identified.